Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a fault 16 (timeout moving to take-up position) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a narrow brake gap (out of specification). The archive data indicated fault 16, confirming the reported complaint. The autopulse platform failed the functional testing due to fault 16 displayed upon powering up, confirming the reported complaint. The brake gap inspection revealed a narrow, out of specification brake gap and was adjusted within the specification to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform sn (B)(6), displayed a fault 16 (timeout moving to take-up position) message upon powering on. The customer tried to clear the fault code by removing and resetting the lifeband, but the fault code persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.